Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced. The system delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. The system also experienced t wave oversensing. No additional adverse patient effects were reported.